Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling. The other proglide device referencedis filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device after a diagnostic procedure. Reportedly, the first proglide did not "feel right in the groin". A second proglide device did not deploy properly and it was noted that the footplate did not retract properly. Femstop ii plus was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.